Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - b3: date of event.

Manufacturer narrative:
Additional manufacturer narrative/corrected data. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, this patient underwent elective treatment of a symptomatic aortic dissection. The primary entry tear was in zone 3, and the dissection extended to zone 10. The tevar indications was for pain. A conformable gore® tag® thoracic endoprosthesis was implanted and a surgical bypass of the left subclavian artery was also performed. The patient was in the ICU for 1 day, and discharged to home on pod (post-operative day) 5. On pod 965, aortic enlargement greater than or equal to 5mm was identified within the treated area and distal to the treated area. No treatment was reported to gore. The cause of the aortic enlargement was not reported to gore.